Manufacturer narrative:
The consumer reported: "toothbrush head broke off". The device was not returned to ohc for failure analysis. Therefore, it cannot be conclusively determined whether the device malfunctioned or that the product failed to meet specification.

Event description:
It was reported that the toothbrush head broke. There were no reports of injury or property damage. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. Device evaluation anticipated but not yet begun.